Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was cut and revised.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient noted that boluses decreased pain to 6/10 for 30 mins and she was happy with the current pump settings.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the healthcare proider was unable to palpate borders on the pump, or access the port to get filled. When pulling the needle out, clear fluid kept coming out, when putting pressure on area, more fluid came. The pocket looked swollen and physical exam showed the left buttock pocket was fluid filled. A seroma and cerebrospinal fluid was noted.